Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stop and low speed events. Based on heartmate ii complaint history and similar reported events, the data captured in the submitted log files is consistent with a potential driveline issue; however, a specific cause for the pump stop and low speed events observed in the submitted log files could not conclusively be determined through this investigation as no damage to the returned portion of driveline was identified. The submitted log files collectively contained data from 22mar2021 to 27mar2021 and from 30mar2021 to 31mar2021. A transient low speed event occurred on 25mar2021 while supported by a mobile power unit (mpu). Pump stop events were then captured on 27mar2021 while supported by a mpu and on 31mar2021 (after the driveline repair) while supported by a power module. These pump stops resulted in corresponding motor stop, low speed advisory, low speed hazard, and low flow hazard alarms. The pump otherwise appeared to function as intended. A distal end driveline repair was performed on (B)(6) 2021. Approximately 18" of the distal end of the driveline was returned for evaluation. Clear tape was observed along the outer jacket, approximately 3.5-6.5¿ from the controller connector. An electrical continuity test was performed in the condition that the driveline was received, and no wire-to-wire or wire-to-shield shorts were induced, even with manipulation of the driveline. The driveline was disassembled and the underlying wires revealed no areas of damage. The driveline was submerged in a saline solution for hipot testing to further verify the integrity of each wire's insulation. The driveline passed this test without issue. Incidental finding: cosmetic damage along the silicone jacket was revealed during the evaluation of the returned driveline segment. According to the account, the patient is currently home on an ungrounded patient cable, and is being worked up for transplant. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 28apr2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient observed low flow alarms. System controller history revealed multiple low speed advisory alarms and low flow alarms. Patient reports that alarms only occurred while connected to his mobile power unit (mpu)(manufacturer report number 2916596-2021-01844). Patient was immediately instructed to report to the hospital for further evaluation. On arrival at the hospital left ventricular assist device (lvad) interrogation reveals multiple low speed advisories and pump off alarms starting on (B)(6) 2021 at 0434 as well as (B)(6) 2021 at 0351 and 0926. Patient is very active and has minor damage to the external portion of the driveline. He has also gained about 55 pounds since implant. Technical services reviewed the submitted log files which revealed abnormal pump stop, low speed hazard, and low flow hazard alarms. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. A driveline replacement/repair was performed on (B)(6) 2021. It was reported that the patient observed another pump stop the morning of (B)(6) 2021 on grounded cable when getting out of bed. Technical services reviewed the submitted log files which revealed a pump stop post the driveline replacement/repair on (B)(6) 2021 at 8:01. Patient was discharged home on ungrounded cable with plans to undergo worked up for transplant.